Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unable to confirmed missing segments display due to display anomaly. The insulin pump was received with scratched case and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump keeps beeping and the display is flashing white or blank. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the belt clip came loose causing the pump to get slammed on a car door, and it started beeping a few minutes later. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.